Manufacturer narrative:
Device lot number is unavailable. No devices were returned to the manufacture for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site was working with the instrument tracker and it had broken/fell apart into the patient. It was made aware that 2 pieces were seen fall into the patient and both were found and removed in the same procedure. There was no delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
Correction: lot number / UDI provided. Device manufacture date provided. It was not previously reported in the last supplemental. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned tracker resulted in a physical damage failure that was found when analyzed. Analysis states that the one of the tab is broken off at the tip and the other tab is missing altogether. The tracker is unable to retain an inserted instrument. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.